Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: dark image. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, auxiliary board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head, coupler , extension cable, intermittence while using rf devices, problem toggling light source from camera head, connected monitors, leaking, manufacturing/ service nonconformity. Use error h3 other text : 81.

Event description:
It was reported that there was conversion to open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was conversion to open procedure.